Event description:
A patient in cardiac surgical intensive care unit (csicu) was on dopamine hung at 0730 for 3.2ml/hr. At 1715, there was only 30 ml left in the bag. This bag (250 ml) should have hung for 78 hours. The patient should have only received 39 ml vs the 220 ml that infused. This was running as a primary bag. The patient's blood pressure bumped up transiently. No other effect noted. The pump history was reviewed and confirmed it was set at the appropriate rate. There were no additional key strokes. The asterisks (pump tubing) were lined up appropriately in the pump. The rn did not use the drug library but the pump was accurately set at 3.2 ml/hr.